Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was molding defects during use. There was no report of impact to patient or user.

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapsed tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapsed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was molding defects during use. There was no report of impact to patient or user.